Manufacturer narrative:
Block b3: exact date unknown, event occurred past year from date manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing implant pain. The patient underwent ipg replacement procedure and was doing well postoperatively. Additional information was received that the patients explanted ipg was not returned per facility protocol.

Manufacturer narrative:
Block b3: exact date unknown, event occurred past year from date manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing implant pain. The patient underwent ipg replacement procedure and was doing well postoperatively.